Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. The pse evaluated the unit and confirmed the reported issue. The pse found that the unit would need a new power switch overlay. The pse replaced the power switch overlay to resolve the reported issue. The pse also replaced as part pm the unit's blower assembly, lithium-ion battery, cooling fan, oxygen filter, tubing kit, air inlet filter and cooling fan filter. Unit was tested and passed. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance (pm), the manufacturer's product support engineer (pse) reported the green led had illumination failure. The customer reported there was no patient involvement.